Event description:
It was found that the entire unit was difficult to fold due to the strut lock bar being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.